Manufacturer narrative:
Correction: d4. The aware date for initial report should be 05/10/2025. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that two resection loops broke. One of the loops broke inside the uterus but could be retrieved with a third resection loop. No harm to patient, user or third reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information: a total of 3 devices were used from article 011050-10 which is a package of 10. MDR number 9610617-2025-00836 was filed to capture additional device from package in error and has been retracted with 9610617-2025-00836 supplemental 2. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: as the product has not been returned, a final determination of the root cause is not possible. By reviewing root causes of similar cases of the same product, it is most likely that the cutting loop got damaged by mechanical overload. A warning is already included in the corresponding instructions for use (IFU 97000160 v10.5/06/2024) on page 5. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction: this MDR was created for retracted MDR 9610617-2025-00863. Supplemental 2 of this MDR provided the cross reference MDR number "9610617-2025-00836" in error. Supplemental 2 to change the awareness date was sent in error. The correct awareness date is 22apr2025. Supplemental 2 states there were 3 devices. Correction: there were a total of 2 devices. The event is filed under internal karl storz complaint ID: (B)(4).